Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17212. The pt's spouse reported, the pt developed diarrhea. Subsequently, the pt turned off system stimulation; however, the issue did not resolve and the pt developed nausea. The pt's spouse is consulting with the physician regarding the issues. Follow-up identified the issue was not related to the pt's scs system but was related to the pt's medication as the pt abruptly stopped taking her medication.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.